Event description:
It was reported that after a new pulse generator was implanted, the capture threshold on the atrial lead rose to 2.25 v at 1.0 ms. With the previous pulse generator, capture threshold had been 0.8 v at 0.1 ms. As the patient was intrinsic in the atrium, the physician elected to leave the lead as it was.